Manufacturer narrative:
Product event summary: data files were returned and analyzed. Three images and the case export were returned from the field. The first image showed radiofrequency (rf) application #2 ablating. The second image showed rf application #39 completed. And the third image showed rf application #39 completed. No video files were returned from the field. It can be observed that the rf lesions were stacked/close to one another. In conclusion, the reported steam pop issue could be plausible through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a radiofrequency (rf) delivery error occurred and a steam pop was observed while ablating. The procedure was completed. No patient complications have been reported as a result of this event.